Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. DHR review was conducted by angiodynamics as this lot was manufactured by them and DHR resides at their facility. Product line was transferred from angiodynamics to merit medical, therefore, the complaint was notified to angiodynamics as the manufacturing site of the product, through (B)(4). The sample associated with this incident was received at merit medical for analysis, evaluation of sample returned was performed and defect was confirmed, review of the device history record and raw material history files for the reported lot number and no recorded quality problems, or rejections related to this incident were found. Currently the biosentry production line has been shut down at angiodynamics, therefore it is not able to conclude with certainty the root cause of this defect. This failure mode will continue monitoring through monthly meetings. No other corrective/preventive actions are going to be implemented. The complaint is confirmed however, the root cause could not be determined.

Event description:
The customer reports during a lung biopsy procedure after they obtained the sample they then connected the coaxial adapter, the physician was not able to advance plunger stylet past the distal tip of the adapter. He noted audible and tactile hard-stop where distal tip of stylet met distal tip of adapter. This doctor had previous experience and when asked if perhaps overtightened luer, he didn't think he had. The hydrogel plug did advance through te coax and physician decided to advance the plug the rest of the way into pleural space using coax trocar. No patient detriment or injury noted. No additional details provided.